Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-04387. The patient reported the stimulation had changed and was uncomfortable. The patient was implanted as part of a clinical study for migraines (off-label use). The sjm representative met with the patient for reprogramming, but the patient was unable to feel stimulation to the back of her head and was receiving unwanted stimulation in her shoulder. The physician had ordered an x-ray.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.